Manufacturer narrative:
Visual analysis of the device photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Adhesion(s): unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported, "implants are leaking". And "right breast, the implant has grown together with the scar". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b; h6.

Event description:
Patient reported "implants are leaking" and "right breast the implant has grown together with the scar." Device has been explanted and replaced.